Event description:
Healthcare professional reported "start a case for a patient that we don't have the implants available to send back". This record is for the left side. Device was explanted. Healthcare professional later reported "ruptured".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.